Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent l5 lumbar fusion surgery using rhbmp-2/acs, posterior instrumentation, and interbody cages. Approximately 1 year post-op the patient began to experience lower back pain and numbness, also present in his hip and legs, which causes difficulty in walking. He also has pain in his neck and shoulders. Reportedly, the pain and discomfort is stronger now. Reportedly, the doctors told the patient that he would have pain and did not find the cause.